Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
It was initially reported that the patient had some withdrawal symptoms. The patient was having increased spasticity. It was also reported that due to weight loss, the pump was hitting the patient's rib causing pain, so the patient wanted it moved to another location. The pump and catheter were reviewed via CT scan and x-ray and there did not appear to be any issues visually and the functionality of the pump was fine. The surgeon was planning to redo the pump pocket soon. The patient status was reported as "alive-no injury". The device system was delivering gablofen. It was later reported that the patient was experiencing symptoms similar to withdrawal due to the uti (urinary tract infection) she was diagnosed with when she was admitted. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. Additional information later received reported that a roller study was done twice and the reporter saw no movement. There were no motor stalls in the logs. Per the reporter they did a single bolus of .1mcg and then another one of 1mcg. It was reviewed process of 0.01ml over 1 minute. The reporter was going to do another one, the correct way. Additional information later received reported a rotor study was performed which was successful. The healthcare provider was moving forward with a possible catheter revision. Additional information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The reporter was not aware of the type of baclofen or the lot number. The indication for use was listed as multiple sclerosis and intractable spasticity. The patient had ms (multiple sclerosis) since 1987. Regarding the pump programming, the patient received 2 boluses at 7 am and 7 pm which were distributed throughout the day. The reporter thought the concentration was 300 "something" mcg. The concentration used to be as high as 500 "something" mcg. A few months prior to (B)(6) 2015, the patient gradually started having spasticity. In (B)(6) 2015, the patient had uti (urinary tract infection) and lost a lot of weight (50-60 pounds); the patient was "having trouble". On (B)(6) 2015, the patient underwent surgery to replace the catheter because the pump flipped and kept flipping and therefore twisted the catheter. The flipped pump was discovered during a pump refill procedure. The patient did not know until the pump refill that she was not getting any baclofen. The pump was surgically repositioned and the catheter was "fixed". Other medications the patient was taking at the time of the event were not provided. Baclofen drug information was not provided. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent additional information received from a company representative reported the representative was present at the time of the patient's (B)(6) 2015 surgery.

Event description:
Additional information received from a manufacturer representative. It was reported that the since the current physician had started filling the patient's pump in (B)(6), they had only had gablofen 2000 mcg/ml in their pump. The patient had been refilled in (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) on 2016-01-18. The hcp indicated that the pump started delivering compounded baclofen (2000 mcg/ml at 838.3 mcg/day) on (B)(6) 2015. The hcp also noted that the pump started delivering compounded baclofen with lot number 141209 (2000 mcg/ml at 936 mcg/day) on (B)(6) 2015 and then started delivering compounded baclofen with lot number 150225 (2000 mcg/ml at 936 mcg/day) on (B)(6) 2015; the therapy was noted as ongoing. It was noted that the catheter tip was advanced to t5. The patient had a history of multiple sclerosis. It was noted that the patient had a urinary tract infection (uti). On (B)(6) 2015, at the first refill appointment after a pump and catheter revision on (B)(6) 2014, the expected volume was 5.3 ml, but 12.5 ml was aspirated from the pump. A 100 mcg intrathecal baclofen bolus was given to the patient in the office and spasms improved. An isovue study of the pump was inconclusive. An indium study was recommended. An indium study was performed on (B)(6) 2015 and it was abnormal. The baclofen pump and spinal catheter were revised on (B)(6) 2015. The catheter was revised because the indium study revealed that drug didn't leave the baclofen pump reservoir. In the operating room, the spinal catheter was found to be significantly coiled around, causing obstruction of the catheter.

Manufacturer narrative:
Correction: device code (B)(4) does not apply.